Manufacturer narrative:
The device was returned to the MFR for repair. The svc record indicates that the device was mfg on (B)(6) 2010. A visual and functional inspection of the device could not find any problems with the unit. The cause of the reported issue could not be determined. Device passed all performance testing requirements. All calibrations were within specification. The device was serviced and returned to the customer.

Event description:
It was reported that the zimmer air dermatome lacked power and required the surgeon to take add'l pieces of skin to complete the case.